Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that episodes of inappropriate auto mode switch were noted due to lead noise. No egm records were available for further investigation. The lead was explanted and replaced. The patient is dong fine post-procedure.